Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Blood glucose (bg) was 574 mg/dl which was addressed with a manual injection. Reportedly, customer wore the pump against the skin and changed the supplies to address the event. Bg was 374 mg/dl at the time of report.